Manufacturer narrative:
The tip was found to be bent, but not separated from the device. The device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that the tip of the large pointer was noticed to be broken off in the sterile processing department of the healthcare facility during cleaning of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that the tip of the large pointer was noticed to be broken off in the sterile processing department of the healthcare facility during cleaning of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.